Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26566. Since we are unable to determine which lead is the right lead, we are reporting on both possible leads. It was reported the patient is not receiving effective stimulation on her right side. Reprogramming was unable to resolve the issue. X-ray's were taken and showed the right lead has migrated. Surgical intervention may be pending to address the issue. Exact date of event is unlnown, hence date is approximated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26566. Follow up information identified the patient underwent surgical intervention to explant the original leads and implant the new leads over the occipital nerve which resolved the issue.